Event description:
It was reported that the xience prime device was taken out of the packaging and a guide wire was inserted into the tip. It was then noted that there was a fibrous foreign material adhered to the stent implant. Therefore, the device was not used for the procedure. The material was pulled, but could not be removed from the stent implant easily. The fiber was finally removed from the stent using substantial force. The procedure was completed with a new xience prime of the same size. It was reported that a second operator wiped the stent delivery system (sds) with a gauze, and it was suggested that it is possible that the fibers from the gauze became stuck to the stent. There is some residue of the fibrous material still attached to the stent implant. The fiber appears to be artificial and very thin. No adverse patient effects were reported as the device did not enter the patient anatomy. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Foreign material (fiber) on the device was confirmed. Based on visual and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states that the stent implant should not be manipulated, touched, or handled, as it may cause coating damage, contamination, or stent dislodgement.